Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of 198mg/dl when compared to another meter that read 148mg/dl performed within 30 minutes. In addition, the reporter claimed that the subject device read 50, 52, 55, 54 (mg/dl) higher than the other device (freestyle). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.